Event description:
This is a spontaneous case report received from a regulatory authority (case #mw5035296) in united states on (B)(6) 2014 which refers to a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavier menstrual cycles, cramping, fatigue, mood swings with anger, loss of memory, fogginess, joint pain, dizziness, migraine headaches, metal taste in mouth, numbness in extremities, weight gain, chest pain, face numbness, pain, mass in my uterus, and infection in uterus. No info given on pt's history, past drugs and concurrent conditions. It was not reported whether the pt received any concomitant medication. On (B)(6) 2010, the pt had essure (fallopian tube occlusion insert) inserted, lot number 663256 (expiration date 10/10/2011) for birth control. Not long after the insertion, the health of pt started to decline. She started experiencing heavier menstrual cycles, cramping, fatigue, mood swings with anger, loss of memory and fogginess, joint pain, dizziness, migraine headaches, metal taste in mouth, numbness to extremities and weight gain that would not go away with change of diet and exercise. In 2011, she was hospitalized for chest pain and face numbness. All tests came back normal. In 2012, the pain became too much to handle. After an ultrasound and a pap smear, it was determined she had a mass and an infection in the uterus. In 2013, she had a partial hysterectomy, leaving only her ovaries, and removing the essure device. Almost immediately her health issues started to disappear. She has no more headaches, no more pains, no more fogginess or dizziness, energy level is up and weight is down. There is still slight numbness in the face that comes and goes, but it is no longer constant. Mood swings are gone and the anger has subsided. Reporter causality: the relationship between the events essure is not reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs